Event description:
According to (B)(6), patient was found on the floor. No injuries, and unsure if patient was reaching when she fell. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).